Event description:
Info rec'd indicates stenosis of the valve as seen by echo. No paravalvular leak, tissue ingrowth, or thrombus was noted. The valve was explanted at re-operation.

Manufacturer narrative:
Device history reviewed. Result code: device history review found the product met specs when released for distribution. Conclusion code: cause of event cannot be determined. Analysis: the explanted valve is expected, but is not yet returned for analysis. Investigation is limited to the review of the device history record, which shows the valve met specs when released to distribution. Conclusion: without returned product analysis, at this time we are unable to determine a cause for the reported event.